Manufacturer narrative:
The device was received for evaluation. During functional testing, the device alarmed system error 345. A review of the event history log revealed system error 345 messages. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be an out of specification upstream thermistor sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition could not be verified as evaluation did not properly assess for the reported condition of 'failed flow rate test'. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed flow rate test and alarmed system error 345 (thermistor disparity). The event happened before programming at the biomed service department. There was no known patient injury or medical intervention associated with this event. No additional information is available.